Event description:
It was reported that the battery of this pacemaker was prematurely depletion. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported.